Event description:
Abbott freestyle libre 3+ cgm the monitor alarm sounded every few hours indicating my glucose was below 50. Causing me to get up and eat. I ate yogurt- which usually works well to raise my glucose. An hour later, alarm going off with glucose at 54 and dropping. I ate a[invalid]. 2 hours later alarm going off with glucose at 50. I drank a ginger ale - not a low sugar one- and 2-hours later monitor beeping at 55. I got up and did a finger stick and it was 140. I removed the device. The area around the sensor is hard, warm and a white fluid coming out. I'm going to call my doctor to see if she needs to look at it to see if it's infected. But the area is painful. I immediately started searching the website to see if this is normal and found the recall. I checked my device and it says my device was not impacted in the recall. But it sure sounds like what is being described in the recall.